Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot# va35wvu007, implanted: (B)(6) 2025. Product type: screening device. Product ID: 977d260, lot# va35wvu005, implanted: (B)(6) 2025, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported they could not locate the exact impedance value, but noted that at lead pull the impedances were within normal limits. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va35wvu007 implanted: (B)(6) 2025 product type screening device product ID 977d260 lot# va35wvu005 implanted: (B)(6) 2025 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding a trial patient. It was reported that there was "impedance of connection #4 ". Multiple impedance checks, and position changes.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the patient was currently in the middle of their scs trial, so they still have the equipment installed. No further troubleshooting has been done. The rep noted when they see the patient for lead pull, they will check the leads; so they did not have the values at the time of the report, and the cause had not been determined yet.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va35wvu007 implanted: (B)(6) 2025 product type screening device product ID 977d260 lot# va35wvu005 implanted: (B)(6) 2025 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.